Event description:
The MFR's rep reported that the pt has been to the emergency room several times for unconfirmed "overdose and withdrawal symptoms". The pt has reported experiencing symptoms including extreme dizziness, passing out, elevated blood pressure, breathing difficulties requiring multiple visits to office and the emergency room with readjustment of pump settings in addition to prescription of oral medication. Attempts to verify the events with the hcp have been unsuccessful. The MFR's rep reported that the pt is anxious regarding symptoms; rep has not actually witnessed symptoms other than sweating. A roller study was performed and the rotor moved slightly, but not 90 degrees. The pt was told that issue could be normal end of life. The pump has been implanted approximately 56 months. The pump contains morphine 65 mg/ml at a daily dose of 7.6 mg; clonidine may also be in the pump- concentration and dose are unk. A follow-up will be sent if add'l info becomes available to us.